Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and an unable to update timing message. The patient was on extracorporeal membrane oxygenation (ECMO) as the customer began to troubleshoot. It was noted that the customer had the transducer inner lumen connected to the console and was unknowingly using the arterial pressure (ap) from that source. The customer unplugged and reconnected the fiber optic line, but the alarm continued. The customer was then advised to level and zero the transducer and leave the fiber optic unplugged for the remainder of therapy. The unable to update timing message was reviewed with the customer and explained why it would be present in this situation. There was no patient harm or adverse event reported.

Manufacturer narrative:
Corrected information: section d changed serial # 3000097975085 to (B)(6). Section d changed lot # 3000097975 to 3000128022. Section d changed exp date 06/06/2022 to (B)(6) 2023. Section h changed manufacture date 06/06/2019 to 07/23/2020. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was returned cut in two parts. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. One additional kink was found on the catheter tubing approximately 52.1cm from the iab tip. The optical fiber was found to broken at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and an unable to update timing message. The patient was on extracorporeal membrane oxygenation (ECMO) as the customer began to troubleshoot. It was noted that the customer had the transducer inner lumen connected to the console and was unknowingly using the arterial pressure (ap) from that source. The customer unplugged and reconnected the fiber optic line, but the alarm continued. The customer was then advised to level and zero the transducer and leave the fiber optic unplugged for the remainder of therapy. The unable to update timing message was reviewed with the customer and explained why it would be present in this situation. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and an unable to update timing message. The patient was on extracorporeal membrane oxygenation (ECMO) as the customer began to troubleshoot. It was noted that the customer had the transducer inner lumen connected to the console and was unknowingly using the arterial pressure (ap) from that source. The customer unplugged and reconnected the fiber optic line, but the alarm continued. The customer was then advised to level and zero the transducer and leave the fiber optic unplugged for the remainder of therapy. The unable to update timing message was reviewed with the customer and explained why it would be present in this situation. There was no patient harm or adverse event reported.